Event description:
On (B)(6) 2005 haemonetics received an orthopat machine for service. No donor or operator injury was reported.

Manufacturer narrative:
On (B)(6) 2005 haemonetics received an orthopat machine for service. No donor or operator injury was reported. Upon evaluation a significant blood spill was found inside of the machine. All contaminated and damaged components were replaced. Cmachine was repaired and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).